Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance of greater than 3000 ohms resulting from a possible fracture, however the lead impedance values were not subsequently stored in the device. In addition, it was noted that the rv lead exhibited almost constant t-wave oversensing (twos). The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.